Manufacturer narrative:
Internal complaint reference: (B)(4). Hendrickx, l. A., virgin, j., doornberg, j. N., kerkhoffs, g. M., & jaarsma, r. L. (2021). Factors associated with subsequent surgical procedures after intramedullary nailing for tibial shaft fractures. European journal of orthopaedic surgery & traumatology, 31(1), 43-50. Doi: https://doi.org/10.1007/s00590-020-02733-z.

Event description:
It was reported that on literature review "factors associated with subsequent surgical procedures after intramedullary nailing for tibial shaft fractures", 6 patients underwent a fasciotomy to treat postoperative compartment syndrome after an internal fixation surgery with the intertan system, to treat a tibial shaft fracture. The outcome of the patients is unknown. There is no information within the study to determine whether these adverse events occurred in (B)(6) or in the (B)(6). No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the literature article was reviewed. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.